Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and antibodies to thyroid peroxidase (a- tpo) results for one patient on their e601 analyzer. The customer had the patient's sample repeated in another laboratory with a different method. The units of measure were requested but not provided. The patient's initial ft3 result was 12.7. The repeat result was 7.0. The patient's initial ft4 result was 39.8. The repeat result was 13.8. The patient's initial a-tpo result was 91.2. The repeat result was <10. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. The patient had an x-ray to predict her final height. The patient's initial laboratory results in combination with her being a tall girl made the doctor suspect a pituitary disorder. This has now been ruled out. The patient was not adversely affected. The ft3 reagent lot number was 173844. The expiration date was requested but not provided. The ft4 reagent lot number was 175155. The expiration date was requested but not provided. The a-tpo reagent lot number was 173118. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was provided. The discrepant results were reported outside the laboratory.

Manufacturer narrative:
One patient sample was returned for investigation. The customer's high patient results were reproduced. An interfering factor to streptavidin was identified for ft3 and ft4. This interference is covered in the product labeling. Other reagent involved in the complaint: brand name: ft4, free thyroxine common device name: radioimmunoassay, free thyroxine. Manufacturer information: free triiodothyronine, catalog number: 06437281190, lot number: asku, expiration date: asku. Manufacturing site: - free triiodothyronine. PMA/510(k)#: k961489.